Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the stopper was detached by aged deterioration from use. The event can be prevented by following the instructions for use: "operation manual 5.3 withdrawal of the endoscope with an irregularity" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insertion tube insulation was out of standard, there was no angulation, the control knob had play, the distal end cover had dents and scratches, the objective lens had worn glue and an edge chip, the light guide lens had worn glue and an edge chip, the nozzle was not clearing within ten seconds, the bending section rubber glue was cracked, the insertion tube had shakiness and minor scratches, and the light guide tube had minor scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a distal end defect. During the procedure, there was a very loud pop and then the tip stopped working. Inspection and testing of the returned device found the nozzle was pierced. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.